Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the instability is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on (B)(6) 2018 that a sign fin nail implanted to repair a fracture was replaced due to rotational instability. The fin nail was replaced with a 12mm x 400mm standard im nail per the sign technique manual. Surgeon comment: "closed reduction using c-arm. Per dr. Kingori, the fracture was not stable rotationally after surgery using sign fin nail, so he took him back to theatre on pod#3 and performed exchange nailing using standard sign nail."